Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/23/2023. An investigation was conducted on 03/29/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire. The heater wire was slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The black sheath closest to the base of the jaws was observed to be peeled, exposing the metal base of the jaws. The detached black sheath was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000288362 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, after about four burns, it appeared that there was something hanging in the tunnel. They pulled the device out of the leg and looked at the end. The black plastic was melting on the shaft where the hpii jaws start. They then looked at the screen and saw a small piece still in the leg. They used the hpii to grasp the piece and pull it from the leg. A second kit was opened and used to finish the harvest. No patient injury.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.